Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on the lower left front corner, the right plunger case was cracked, the battery was not charging, and there were old dirty drive train parts. A review of the event history log identified syringe plunger not in place in the history. Functional testing was performed using the syringe test and syringe plunger test. And the syringe plunger not in place was found at syringe test and failed syringe plunger sensor test. The root cause of the problem was caused by the customer's incorrect assembly of the device. Replaced the plunger board.

Event description:
It was reported that the pump exhibited plunger not in place error. No patient injury was reported.